Event description:
During initial assessment of a homechoice device a baxter service technician identified an increased intraperitoneal volume (iipv) event which occurred on date (B)(6) 2010 during drain cycle 2. The drain volume was 4007 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device evaluation is in progress. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) and provided the results of the evaluation. The nurse stated that the patient did not have any symptoms around the time of the incident. The nurse stated the patient is fine and has been continuing therapy on the cycler with no further issues. Device evaluation: the increased intraperitoneal volume (iipv) was confirmed in the logs, but not duplicated during the product analysis laboratory (pal) evaluation. The patient's fill volume was 2500ml. Based on the information obtained during baxter's investigation, this incident was determined to be related to insufficient drain: one or more cycles advance to next fill when slow/no flow occurred above the minimum drain volume threshold. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the issue. A service history review was performed and no issues were identified that may have contributed to the iipv. The device was sent to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).